Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the patient had an appointment on (B)(6) 2025. It was noted the patient thought they were close to eri due to the extended amount of time it took to recharge the ins. The manufacturer representative (rep) met with the patient and everything was good with the leads and battery. The patient was advised to contact customer service for a new recharge antenna. Once the patient tried the new antenna, they saw recharge times return back to normal and device was holding a longer charge. The issue was resolved.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated that the battery in the controller is not holding a charge. Patient stated that they will charge the controller and in the next couple hours the battery is dead. Patient mentioned that they have seen the no device found error message. Agent had the patient reset the controller and inspect the recharger for damage and patient said there is no damage. Patient was able to start a recharging session with excellent quality. Patient noted that the controller battery was 40% and the implant was empty. Patient confirmed that the implant battery was the one that is not holding a charge. Agent reviewed with patient that the rate at which the implanted neurostimulator battery goes down is related to the programming settings. Agent redirected patient to healthcare provider.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). Rep reports they became aware of the implant battery not holding a charge on (B)(6) 2025. Rep reports the cause of the implant battery not holding a charge has not yet been determined. Rep reports the rate of depletion is considered normal due to programmed settings and usage. Rep states the patient believes the devices has reached eri and rep is working on scheduling a time to meet with the patient. Rep reports they will interrogate the device to determine if there are any impedance issues, any connectivity errors and also to calculate the energy usage based on current settings. Rep reports they are planning to meet with the patient as soon as possible at provider's office but due to or schedule and inclimate weather they are still working with the patient to determine earliest ability to meet. Rep reports this information was confirmed with the physician.